Event description:
A customer reported that during surgery, the system's illumination did not work. They brought in a different system for the illumination. The surgery was completed, and there was no harm to the pt.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).